Event description:
Information was received indicating that a primary audible alarm post occurred to a smiths medical medfusion 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. The flippers were stuck on the left plunger case. Additionally, the plunger lever was stuck on the right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, the power on self test error was found on power up. A high profile c9 was broken off from the interconnect board. The interconnect board, let plunger case and right plunger case were replaced and the issues were resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.